Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2-3 days before last night, they had charged it up to 75%. Last night, it was low and then they think it must have turned off. They did not feel it turn off or anything. Before this, it usually would last for a week. They charged up to 25% today and then was able to turn stimulation back on, but couldn't last night when it depleted. It was reviewed that once stimulation is depleted and turns off, it must be charged up to 25% in order to turn back on, which is normal operation. They did not report any symptoms or charging issues. The issue is the battery is not lasting as long as before. It was reviewed that given the age of the battery, this is fairly normal but to follow-up with the healthcare provider (hcp) if they are still concerned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the cause was not determined, no actions were taken and the issue has not resolved.